Manufacturer narrative:
Device evaluation summary - device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor was found to have a broken end cap. The connectors were loose, which caused no communication with the belt. The monitor looked to have been dropped by the pt. The monitor was repaired and retested. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted lifecor customer support to report that his lifevest fell apart. He stated that the top of the monitor came off and then the rest fell apart. He reported that he did not do anything to it. Support sent the pt a replacement monitor.